Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. During the procedure, the blade tip was striated and would not cut. Coring tissue was impossible. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. A sharpness test was conducted and the returned blade met the requirements. The returned trigger was unable to be attached to the motor drive unit due to the damaged, unraveled condition of the interior drive cable. The root cause of the damaged cable end condition was unable to be determined.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.